Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that strong and continuous electrical shocks were experienced which led to a car accident. Upon visiting the doctor the leads were noted to be failing. The leads are still in use. No further patient complications have been reported as a result of this event.